Manufacturer narrative:
This report is submitted on september 21, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
It was reported that the patient experienced two occurrences of staphylococcus aureus (date, duration and treatments not reported). Additional information has been requested; however, was not made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 24, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: this MDR was a duplicate. The infection reported in the initial MDR submitted on september 21, 2016 was previously reported on report number 6000034-2014-01144.